Event description:
It was reported that a small volume folfusor did not completely deflate and stopped running after a couple of hours. The issue occurred during use. The device was filled with fluorouracil 88.7 ml and 21.3 ml glucose. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred between (B)(6) 2023 - (B)(6) 2023. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: lot manufacture date: april 22, 2023 - april 25, 2023. The actual device was received for evaluation with no fluid in the bladder. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.